Manufacturer narrative:
The vertical lift power supply will be replaced under the fmi for this problem.

Event description:
Customer reported, vertical column movement is intermittent. No patient injury was reported.